Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the ¿replace generator soon¿ message was displayed on the patient controller indicating the generator was approaching its end of service. The elective replacement indicator message displayed was determined to be premature. The device has the appropriate level of battery voltage to provide therapy.

Event description:
Follow up information received identified the patient's scs controller software update was performed. The reported issue was resolved.